Manufacturer narrative:
(B)(4). The reported condition of "alarm f-38" was confirmed during device evaluation onsite by a baxter field service technician. The root cause was determined to be the left force sensing resistor (fsr) being out of specification. The left fsr was replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter mexico that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.